Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the housing was damaged. They were not able to verify if the unit was dropped but think it may have been. Issue was found during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device received with front cover with dents, outdated pcb and power switch, contaminated water tank, water tank cover cracked, quick connect corroded, and enclosure cracked under quick connect. The customer's complaint was confirmed through visual inspection. The root cause was that the device was dropped. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.